Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-ar-1588tnt2 fibertag tightrope ii abs implant needle popped off the swedge of the suture halfway (3/4) through the graft. No suture was visible to pull, and no fragments remained in the patient. The case was completed using another ar-ar-1588tnt2 fibertag with a ten-minute reported delay in the procedure and no additional anesthesia administered. This was discovered during a quad acl reconstruction procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the error involved applying excessive force, most likely by pulling the needle. Direction for use. Dfu-0147 at revision 1. G. Precautions. ¿ 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. ¿ 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.